Event description:
Litigation papers allege pain, stiffness, discomfort,and excessive metal ion levels. (2012; cobalt 15.9, chromium 11.2 & 2014; cobalt 26, chromium 23).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update rec'd 5/11/2015- medical records received. Upon revision, metallosis, gray fluid and tissue staining was noted. The information received does not change the MDR decision.

Event description:
Update 26 feb 2015: rec'd der, correct date of implant, revision date confirmed, sales rep, surgeon, dob, all product details.